Manufacturer narrative:
Analysis found off-center wrench insertions and insertions at angles into the setscrew inset which may have resulting in stripping of the setscrew inset. When the setscrew inset is stripped the setscrew cannot be untightened. No device anomalies were found to cause the stripping of the setscrew. The problem is consistent with the user¿s incorrect use of the torque wrench in the setscrew.

Event description:
It was reported that the patient presented in-clinic with an infection and tissue erosion. During procedure, the physician was unable to unscrew the header to remove the lead and decided to cut the lead and explant the device. A new lead and device was implanted. The patient was stable during and post procedure. The patient is monitored normally.

Manufacturer narrative:
(B)(4).